Event description:
It was reported that the customer experienced multiple cartridge alarm 20s on several dates. There was no adverse impact on the customer's blood glucose level. To resolve the issue, tandem technical support decided to replace the pump and instructed the customer to return the problematic pump using a provided return box and pre-paid label. The customer was informed about programming the settings and connecting the cgm to the replacement pump, and confirmed understanding of these instructions. The customer planned to use manual insulin injections as a backup therapy if any further issues prohibited the use of the pump.